Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-june-2024, it was reported by the patient that infusion set not adhering. Infusion set was used for 4 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).